Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided usb cable and wall adapter did not work to charge the pump. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer used an alternate usb cable and wall adapter to charge the pump.